Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. Additionally, the IFU states: note the product use by date specified on the package and specifies the rated burst pressure (rbp) is 16 atmospheres and clearly states not to exceed the rate of burst pressure (rbp). It is unlikely the use after expiration contributed to the reported event and it is unknown if the exceeded rated burst pressure contributed to the reported event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two other graftmaster stents referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right coronary artery. Three graftmaster covered stents (2.80 x 19 mm, 2.80 x 19 mm and 3.50 x 16 mm) were implanted to treat the perforation; however, after each stent implantation, the perforation failed to seal, requiring implantation of the next graftmaster. Sometime after all stents were implanted, the patient expired. Reportedly, the graftmaster stents did not cause or contribute to the death. No additional information was provided. The 3.50 x 16 mm stent was implanted one day post expiration date.